Event description:
It was reported that a user of the ilet experienced postprandial hyperglycemia with blood glucose rising to approximately 225 mg/dl despite entering a meal announcement before eating, and education was provided on adjusting meal announcements and on expected post-meal glucose rise until insulin action occurs. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention, and no impact to daily activities. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device malfunction and user technique as a potential contributing factor. It was concluded that the event was consistent with hyperglycemia of unclear cause and that the device performed as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.